Event description:
The nurse attempted to remove the catheter. The hub of the catheter came out with only a small piece of the line attached. A tourniquet was applied, vascular radiology was consulted, and they removed the catheter by cutting down the vein at the bedside.